Manufacturer narrative:
Prosthesis, knee, patellofemorotibial, semi-constrained, cemented, polymer/metal/polymer. D4 & g4 device information was not provided. Investigation pending.

Event description:
It was reported via documents provided by the legal department that this patient had bilateral knee arthroplasty and then underwent a left knee surgical revision on (B)(6) 2021. The revision surgery was approximately 6 years, 3 months after initial implant. Brief operative note of (B)(6) 2021. Diagnosis- loosening of prosthesis of left total knee replacement. Revision of all components. Patient revised to competitor¿s devices operative findings: after careful exposure of the patient's left knee, it was found that there was significant fluid effusion and synovitis consistent with aseptic loosening. The femoral component was debonded anteriorly but did require work to remove the component as it was not grossly loose. The patella and tibia component were also removed without complications. Intraoperative frozen sections were not grossly obvious for infection and therefore the decision was made to proceed with revision total knee arthroplasty. After revising the femoral, tibial, and patellar components the knee was stable throughout range of motion from full extension 120 degrees of flexion with excellent patellar tracking. The femoral component was found to be partially loose and debonded from the cement anteriorly but not grossly loose. Dressings were applied, the patient was then awakened without incident and transferred to the postoperative care unit in excellent condition. Postoperative plan: pain control as needed, dvt chemoprophylaxis, physical therapy, weightbearing as tolerated, range of motion pain control as needed, monitor drain output, radiographs in recovery. There is no other patient demographic or medical history available. There is no device return. There are no photos or other images of the device provided. No additional information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The reason for the revision reported cannot be confirmed from the information provided but may be the result of femoral loosening, instability, and prosthesis wear or due to inclusion of the polyethylene in the packaging recall. Potential contributions of manufacturing, user, and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images, radiographs, and product information were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.